Event description:
It was reported that the ventilator was displaying other values of positive end expiratory pressure (peep) than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to technician statement, replacement of both pressure transducers printed circuit boards solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Device's logs confirmed occurrence of alarms with message "peep low" and "peep high" on the date of event. Moreover, two other alarms appeared with message: "expiratory minute volume: low" and "respiratory rate: high". Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced part was not returned for investigation.